Event description:
It was reported that the ventricular lead exhibited bipolar high lead impedance of 1940 ohms. The lead exhibited normal impedance under unipolar mode. The patient was programmed to unipolar pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.